Event description:
During the procedure and use of echelon 44mm stapler, it appeared the stapler did not fire. Multiple firings of the endo gia 40 5 black stapler were necessary until ultimately a contour green load stapler could be fired across the remaining rectal tissue and the staple line was visually intact and hemostatic. Manufacturer response for stapler, echelon 44mm (per site reporter). Reeducation initiative and vendor presence in ors.